Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 57-year-old male with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2024. On (B)(6) 2026, the patient informed novocure that he experienced numerous clustered pustules/papules on the scalp. In response, the healthcare provider increased the dose of unspecified oral medication to manage the event. Due to data privacy regulations in sweden, the prescribing physician could not be contacted.